Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot the system and found the kv was rising to max during fluoro. There was no image and a black screen. He found an open circuit in ii 24v supply in c-arm hv/control cable. He replaced the hv/control cable. The system operates as intended.

Event description:
The customer reported the system was not getting an image on the screen.